Event description:
During aortic valve replacement surgery, cor knot fired crimped stitches and cut below the sutures instead of above. Four pledgets lost in field. Three pledgets were recovered. Forty-five minutes spent searching the chest and heart. Filters were opened on the cell-saver and pump. Irrigated without retrieval of the fourth pledget. Lsi solutions complaint (B)(4).